Event description:
During the evaluation of the device, a baxter technician discovered that a colleague infusion pump experienced a failure code 807:05:00, which interrupted delivery. The device was in use for three hours and twenty-three minutes (3:23) at the time of alarm. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5(6.13.92).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective channel b pump head module (phm). To correct the condition, the channel b phm was replaced. If any additional information is received, a follow up MDR will be sent.